Event description:
Caller reported that pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Upon confirming the fast depletion from logs, cts decided to replace the pump. The customer agreed to return the problematic pump using a pre-paid label within 10 days after putting it into storage mode, and planned to continue using the current pump as backup therapy in the meantime.